Event description:
Additional information was received. The patient reported they had a lot of complications from the beginning. They reported the device was implanted on a nerve and caused discomfort and they had a revision done and the implant was removed. They reported the healthcare professional (hcp) never removed the leads from the left side. The patient reported they had another revision to remove the wires from the left side. They reported they could not walk one day and after many tests, it was discovered the leads were not completely removed and were broken. The patient reported it is believed that the broken leads were on their nerves causing them not to be able to walk.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va20d3r serial# implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead product ID 3889-28 lot# va20d3r serial# implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 3889-28, serial/lot #: (B)(6), ubd: 2023-06-07, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they think the leads were put in wrong to begin with. They reiterated the need for the revision of their lead. They also reported that they were planning to have the lead that wasn't completely removed explanted, but the doctor called them right before and cancelled and they hadn't heard from them since. They were now seeing a different doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, lot# njy450345h, explanted: (B)(6) 2021 , product type: implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported symptom return despite reported vaginal stimulation and appropriate lead placement per healthcare provider (hcp). The hcp decided to try a lead revision to change sides of the sacrum with the lead in order to see if that would give her different results. During the lead revision, despite correct technique, the lead was unable to be retrieved given that the lead broke resulting in a lead fracture being left behind in the patient. Another lead was successfully placed on the right side of the sacrum. Lead impedance ran pre-op and all electrodes were >4000 and cleared. No other troubleshooting was done.